Event description:
The saline filled right breast prosthesis was removed because it deflated. A similar device was inserted in its place and was inflated with 360 ml saline. The doctor found a pin-sized leak on the anterior surface of the explant.